Event description:
The customer reported that an error code displayed "no cine" during setup. The customer used a different c-arm to complete the case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated the cine drives, board and cables. He formatted the cine drives. The cine is operating as intended.